Event description:
During a procedure ventricular tachycardia, while moving the hd grid catheter around the right atrium, a measurable blood pressure was unable to be found on the patient despite the patient having a stable rhythm and the patient went into pulseless electrical activity. The procedure was abandoned and the patient was stabilized with medication to support his blood pressure. It is unknown what caused the hypotension. Current patient condition is unknown but the last update noted that the patient¿s ICD was being shut off. There were no performance issues with any abbott devices. There were no allegations from the physician that this event was related to the performance of any abbott device.